Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the patient presented in clinic for routine follow-up, the right ventricular lead was found to be dislodged. The lead was explanted and replaced. The patient was stable throughout the event.